Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombosis could not be determined. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report during the procedure, thrombus was observed which was treated with medication. It was reported that this was a mitraclip procedure to treat a patient post myocardial infarction with unstable hemodynamic who had been admitted to the intensive care unit for a few days due to severe functional mitral regurgitation. Just before transseptal puncture, 2500 units of heparin was given and blood pressure all of the sudden dropped to 30-50 mmhg, cardiopulmonary resuscitation (CPR) was performed. There was no evidence of pericardial effusion, thrombus or tissue damage and after vital sign of recovery, the physician decided to proceed with the procedure . The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. However, transesophageal echocardiography (tee) showed a sign of thrombus attached to the cds shaft. Activated clotting time (act) was measured at 332 before the finding of thrombus. Additional heparin was administered and waited to see if the thrombus resolved, and it did not. Bilateral filters were inserted to minimize the risk of embolization. The clip was then deployed, and delivery system was slowly pulled back to the steerable guide catheter (sgc). The clot seemed to have disappeared in the left atrium. Outside the patient anatomy, thrombus was found in between the delivery catheter shaft and steerable sleeve shaft. One clip implanted reducing mr to 1+ and the patient appeared to be stable at the end of procedure. No additional information was provided.